Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The test blood glucose meter communicated properly with the insulin pump. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump stopped vibrating. The customer did not recall the blood glucose reading. The vibrate mode was on and the battery was not low. The insulin pump did not vibrate during the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.